Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 716mg/dl. It was stated that the customer was vomiting and had unexplained high glucose the day before her admission. The customer's most recent glucose reading was 224mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. The customer stated that she still is not comfortable with the insulin pump and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.